Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6073880 available for investigation. Investigation methods/results: the implant was returned, but not in the original package. The implant was verified to be a hahn tapered implant 3.5 mm x 13 mm using radiographic template. Per DHR, the size of implant from lot# 6073880 was 3.0 x 11.5 mm. Thus, customer did not return the implant from reported lot# 6073880 for investigation. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration. Per obtained information, customer reported possible rupture and dehiscence at surgical site, but no evidence supported it was cause by the implant itself. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplement report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone grade type I. The patient has a history of smoking. However, there is no other medical or dental history prior to implant. The patient presented on (B)(6) 2019 for primary procedure on tooth #26. On (B)(6) 2019 the patient returned with complaints of sore inflamed labia tissue with mobility of implant. Upon examination, the provider notes a failure to osseointegrate and advised removal and bone graft for future implant site. The device was later removed on (B)(6) 2019. The provider states the patient current status as "healed normal result".